Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2008 (B)(6); 1888 competitor implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD)  met elective replacement indicator (eri) with unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.